Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned implant identified signs of wear/use but no apparent signs of malfunction. The device could not be functionally tested for the reported failure/event (migration). However, following dimensional analysis and comparison to drawings, the device was determined to be within design specifications. No pre-existing conditions were noted on the product experience report (per). The reported device had been placed on tooth # 5 for approximately 4 months. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant migrated and was removed. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that the implant migrated and was removed. The implant was found in the membrane between the sinus and bone floor. Implant removed and site grafted.